Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead exhibited symptoms of twiddler's syndrome, resulting in the dislodgement of the lead. This lead was explanted and successfully replaced with another lead. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.